Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who reported the ¿patient¿s device stopped working probably two years after it was implanted and hadn¿t worked for a number of years.¿ the consumer further reported the patient was on hospice and ¿died on (B)(6) 2019 which was probably related to the device as they had lymphedema real bad.¿ the healthcare provider (hcp) was contacted to gather further details surrounding this event but they were unwilling to provide any further information. Relevant medical history includes urinary dysfunction/sacral nerve stim.